Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; however, a photograph was provided which confirmed the complaint of an overheating receiver. A root cause could not be determined.

Event description:
Patient's health care provider contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was overheating. No additional event or patient information is available.